Manufacturer narrative:
At the completion of the investigation a stent migration was not confirmed. The clinical evaluation was able to confirm a type 3b endoleak with partial crown separation, a type 1a endoleak, and a type 3a endoleak with component separation as well as a kink in the stent. No patient medical records and limited patient images were available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Devices remain implanted in the patient and were not returned, no evaluation completed. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The devices were not returned for further evaluation and limited patient data was available for review. Potential contributing factors to the reported event include possible off label use, patient anatomy, and severe tortuosity and calcification.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. Upon follow-up, (B)(6) 2016, computed tomography (CT) showed a stent migration. On (B)(6) 2016 the physician elected to implant two suprarenal aortic extensions and a bridge stent to seal the endoleak. The patient is stable.